Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with 1 gram injections of vancomycin once in four days, an intraperitoneal injection of 1 gram of fortum once a day and an injection of "heparin sos." The cause was determined to be an exchange that was done in the hospital ward. The patient was recovering from the event at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.